Event description:
Per the attorney's report: on (B)(6) 2008: patient had an oval composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2009: patient presented to hospital with severe abdominal pain. On (B)(6) 2009: patient underwent surgery to remove the implanted mesh (note: partial explant), which had become infected. During the surgery it was found that the mesh was adherent to the small bowel and that the mesh had crumpled upon itself. The mesh was dissected free and removed. A small amount of the mesh, however, was required to be left inside the body as removal would have jeopardized the integrity of the bowel wall (partial explant). The attorney alleges that the patient has suffered and will continue to suffer physical pain and mental anguish. Attorney's report of alleged infection, adhesions, abdominal pain, explant (partial), crumpled, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has reviewed to date. A DHR review has been conducted. All paperwork appeared complete and accurate and there were no material issues identified for the reported lot. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.